Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the the lead being dislodged from the carotid may have been related to the abscess. The cause of the abscess could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. As of (B)(6) 2024 the patient experienced an abscess in their neck at the site of the csl for an undetermined length of time. On (B)(6) 2024, an exploratory surgery was performed, and it was observed that the csl was detached from the carotid. In the opinion of the physician, the abscess may have contributed to the csl becoming detached from the carotid. The csl was explanted, and the ipg was left implanted but turned off. No prior interventions were reported. During the explant, the csl appeared to have been sutured with six sutures during the initial implant of the device. It was noted that the lead impedance became abnormal on approximately (B)(6) 2023. No unusual connection between the ipg and csl was reported. The patient was doing well following the explant.

Manufacturer narrative:
Cvrx ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2022. It was noted that the electrode had been sutured with the appropriate number of recommended suture material. As of (B)(6) 2024, the patient experienced an infection and abscess in their neck at the site of the csl for an undetermined length of time. On (B)(6) 2024, an exploratory surgery was performed, and it was observed that the csl was detached from the carotid. In the opinion of the physician, the abscess may have contributed to the csl becoming detached from the carotid. The csl was explanted, and the ipg was left implanted but turned off. It was noted the carotid was intact. No prior interventions or prior infections were reported. During the explant, the csl appeared to have been sutured with six sutures during the initial implant of the device; however, there were no sutures attached to the electrode backing or the carotid artery. It was noted that the lead impedance became abnormal on approximately (B)(6) 2023. No unusual connection between the ipg and csl was reported. The patient was doing well following the explant. As of (B)(6) 2024, the abscess had resolved.